Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty ccd, no white balance occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device was found with faulty charge coupled device (ccd), no white balance (signal loss, no image). There was no patient involvement.